Event description:
The physician passed the covidien 30 mm gray load stapler behind the pulmonary vein during a vats (video-assisted thorascopic surgery). Before the stapler was closed, the physician noticed a rush of blood from behind the vein. In order to establish exactly where the bleeding was coming from, the procedure was converted to an open thoracotomy. The injury was found on the posterior aspect of the pulmonary vein. The pulmonary artery was not affected. All bleeding was stopped and the procedure continued without incident. Upon observing the stapler reload at the end of the case, it was noted that sharp points of one of the staples were pointing outward. The stapler had not been deployed when the blood was noted.